Manufacturer narrative:
Device passed displacement test. Basic occlusion test. Pump failed seating test due to faulty force sensor resistance (gold). Unable to perform occlusion test, excessive no delivery test. The motor was tested outside the device and passed. Device power up properly after battery installation. Device received with operating currents within specifications. No unexpected low battery alarms were noted during testing. Device passed displacement test and self test, off no power test and all operating currents test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received motor error and blank display. The customer¿s blood glucose level was unknown. The customer reported that they received a motor error alarm. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. It was reported that the insulin pump was shut off because they had 10 to 15 motor errors. The customer reported that the drive support cap was normal. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and was advised to refer to backup plan, per healthcare professional instructions. The insulin pump will be returned for analysis.